Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.6. Investigation summary: it was reported the barrel flange was damaged. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a prefilled syringe with no packaging flow wrap and the barrel flange damaged. No other defects or imperfections were observed. This defect could occur if the infeed scroll was misaligned during the manufacturing process. A device history record review was completed for provided material number 306593, lot 2040579. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The photo will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. H3 other text : see h.10.

Event description:
It was reported that the bd posiflush¿ pre-filled saline syringe plunger rod was damaged. The following information was provided by the initial reporter, translated from chinese: on (B)(6) 2023, the responsible nurse closed and rinsed the end of the catheter after intravenous infusion treatment for the patient. When using the pre-filled catheter irrigator, she found that the core rod was damaged and could not be used, so she immediately replaced other pre-filled catheter irrigators without causing any harm to the patient.